Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter had missing segments in the display. The patient was unable to provide information regarding when they went to the hospital or when they last used the reported meter. They were not able to answer whether they experienced symptoms of high or low blood glucose level at the time of concern. The customer care representative confirmed that the meter display had missing segments. As the patient was unable to provide further detail, there is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the missing segments in the meter display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.